Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged intermittent power to the pump with moisture in the display. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: review of the black box data did not reveal any records of the pump re-starting. There was no damage to the returned battery cap which measured within specifications and the cap was able to fit properly to the pump. There was no damage to the battery compartment. The pump powered on normally. No alarms, warnings or power issues occurred during investigation. Investigation did not duplicate the power complaint. There was moisture contamination inside the pump on the printed circuit board; moisture ingress confirmed by leak testing at the site of a pump case crack.